Event description:
We inserted a spike into a baxter bag and subsequently found a particulate floating in the bag. The particulate looks to be white and plastic. Due to the appearance, we believe the particulate came from the inserted spike.